Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the evaluation results. The device was not returned for evaluation. An evaluation of the complaint sample could not be performed due to the sample being unavailable. The exact cause of this event is unable to be determined since the product was not available for evaluation. In absence of information like patient vascular health or anatomy and user technique, no deduction can be made for the root cause.the device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file found one other similar report with the involved product code/lot# combination. The same user facility reported a similar event for another device with the same product code, see MDR 2243441-2017-00033. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported difficulty with the involved angioseal evolution device. Follow up communication with the user facility reported: lot 5797525 was used on a patient and it was found to be stiff and more difficult to pull; the device deployed successfully; new products ordered into this account and it was reported the device deployed smoothly.